Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix exceeded specification the number of turns to extend and retract. The analyst not ed the helix did not extend due to driveshaft lug being stuck on the retraction stop. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the helix was tested before being inserted into the patient. The helix jumped out and in after two repositioning attempts. The lead was also noted to have insufficient sensing measurements. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.